Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is (B)(6) 2019. (B)(6). (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis multifocal intraocular lens (model zlb00 +16.5 diopter) was explanted in secondary surgical procedure from patient¿s left eye because of patient experiencing dizziness due to mix match intraocular lens. A sensar monofocal intraocular lens (model ar40e +15.5 diopter) was used as the replacement. Later the sensar monofocal intraocular lens (model ar40e +15.5 diopter) was also explanted in secondary surgical procedure because of same reason, patient experiencing dizziness. A model zxr00 +16.5 diopter was used as the replacement lens for the patient. Patient's pre-op vision was 0.5. Post-op vision with the tecnis, zlb00 lens was 0.8. No further information provided. This report will capture information for second explant model (ar40e +15.5 diopter).a separate report is being sent for first explant model zlb00 +16.5 diopter).

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on 04/09/2019. Device evaluation: a small bottle was received. There was inside a cut lens. The lens was observed under microscope (10x) and the were marks on the optic zone. Due the condition of the lens received and since the complaint is related to a patient symptom, it could not be verified. A product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaint has been received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.